Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was nothing unusual about the patient or the procedure. A repeat procedure has been performed during the same event. The capsule was found in the patient's stomach and was retrieved manually though device used to retrieve the capsule was unknown.